Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the device could not clip on the suture properly. Another competitive device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier product code and lot number? Ub2akl. Please confirm if there is an issue with the applier? No if yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? Unk. When the event occurred, was the suture placed near the hinge of the clip? Unk. Were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Unk. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cartridge was received with one top foil and a reload with 2 clips loaded, but the clips were moved inside of the cartridge due to improper handling. The clips moved were accommodated in the cartridge and the loose clips were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed the clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.